Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose levels and cosmetic damage on the insulin pump. Customer's blood glucose level was 465 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with a bolus delivery and victoza. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack at the right rim of the reservoir compartment. Customer advised they had dropped the insulin pump in the past but were not sure if the device was cracked as a result of being dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.